Event description:
Event description: boston scientific crm received info that this device was explanted for normal battery depletion. This event was created due to the initial testing performed by our post market quality assurance lab. Initial testing noted a possible performance issue. No adverse pt effects have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance lab, initial inspection revealed that all telemetry operations were normal. The device was pacing and sensing appropriately. Microscopic visual inspection revealed that a back of the header was cut and separated. The header was slightly loose and the ventricular tip seal plug was missing. There was body fluid contamination noted in the ventricular ring connector blocks. Microscopic visual inspection of the inner seal rings revealed evidence of silicone to silicone bonding in both the atrial and ventricle inner seal rings. Analysis concluded that the damage to the header was due to silicone to silicone bonding between the lead body insulation and the header inner seal rings.